Manufacturer narrative:
(B)(6): information unavailable. The device was not returned.

Event description:
It was reported two days post op a realize adjustable band implant, the band was removed due to infection. The patient presented with elevated temperature. It is unknown if a culture was performed. The band and port were removed and discarded. The patient was given antibiotics and has made a full recovery.